Event description:
It was reported that on (B)(6) 2025, "black, maybe a piece of rubber" particulate was observed in the tip of the syringe. The customer said that the product was not used and there was no patient involvement.

Manufacturer narrative:
It was reported that on (B)(6) 2025, "black, maybe a piece of rubber" particulate was observed in the tip of the syringe. The customer said that the product was not used and there was no patient involvement. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available, a supplemental medwatch will be filed.